Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy and/or implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).

Event description:
Medtronic received information that upon deployment of this 31mm transcatheter bioprosthetic valve, a moderate paravalvular leak (pvl) was noted. The decision was made to implant a second 31mm valve (valve in valve) resolving the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.